Event description:
The user stated they had a hypoglycemic baby that had various glucose results between a roche accucheck device and a roche p module analyzer. The issue was discovered due to a procedure to draw a lab sample for confirmation testing anytime a glucometer result is less than 50 ng per dl. Of the data provided, the following results were discrepant. All results are in mg per dl. On (B) (6)2009 2:20 am, the accucheck result was 26, result from p module was 5 twice. Resulting action was 'fed 15cc formula". On (B) (6)2009 2:30 am, the accucheck result was 35, result from p module was 3 twice. Resulting action was "ivf changed to d12.5w at 60/kg". On (B) (6)2009 9:30 am, the accucheck result was 64, result from p module was 38. Resulting action was 'fed 24 cal/oz formula". On (B) (6)2009 18:30 pm, the accucheck result was 63, result from p module was 42. Resulting action was "fed". On (B) (6)2009 8 pm, the accucheck result was 73, result from p module was 56. Resulting action was "check after feeding." On (B) (6)2009 9:30 pm, the accucheck result was 59, result from p module was 42. Resulting action was "increased d12.5 by 1cc/hr". On (B) (6)2009 12:30 am, the accucheck results were 53 and 57, result from p module was 40. Resulting action was "increased ivf and fed". On (B) (6)2009 3:30 am, the accucheck results were 78 and 85, result from module p module was 40. On (B) (6)2009 7:35 am, the accucheck result was 93, result from p module was 59 twice. On (B) (6)2009 16:23 pm, the accucheck result was 76, result from p module was 48. On (B) (6)2009 19:42 pm, the accucheck result was 89, result from p module was 66. The user stated two of the samples were "grossly hemolyzed". The user confirmed treatment for hypoglycemia had been administered, but stated she would not directly attribute the treatment plan to the modular recovery. The pt's current condition was not known as the pt was "transferred out." The user stated the results from the modular were not erroneous and believed the analyzer was functioning correctly. The user refused a service visit. Other pediatric samples were tested and the samples from this pt were the only ones with irregular comparison recovery. The user believed this was a sample specific issue and the physician stated it could have been due to increased glycolysis activity for the specific pt.